Event description:
It was reported that the defibrillator failed the paddle check portion of the self-test. There was no patient involvement.

Manufacturer narrative:
The bench repair determined that the device did not pass the operational check test with the external paddles and kit 50 ohm load . These parts need to be replaced. Upon conclusion of the evaluation, it was determined that this was a malfunction of the external paddles and test resistor, the replacements for which was ordered to customer. The customer to install paddles. No further evaluation is warranted at this time.